Event description:
During a pci treatment procedure, the maverick2 monorail balloon ruptured at six atms on the first inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a launcher guide catheter during the procedure. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good.'